Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number was not provided. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
The lot number was not provided and the complaint sample has not been made available for evaluation. A trend related investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
As reported by an eye care provider (ecp), an end-user was treated for an ulcer associated with contact lens wear. Additional information has been requested but not yet received.